Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit. The surgeon believes the electrode array was partially inserted in the cochlea during implantation surgery, resulting in the decision to explant the device. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.